Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 cubie pocket d3 had failed. The field service engineer (fse) accessed the station via remote support service (rss), found no hardware failures, and confirmed no further investigation was required. The fse also confirmed that the issue was resolved by the customer. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure, and the cubie did not open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.